Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), device breakage ('device fracture or breakage') and device dislocation ('distal migration of the right essure microinsert / a third essure microinsert is located more superiorly in the pelvis to the left of the midline at upper sacrum') in an adult female patient who had essure (batch no. A04530, a20056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: safyral. Concurrent conditions included urine incontinence, stress incontinence, cramp in lower abdomen, dysuria, hematuria, migraine headache, menorrhagia and flooding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, device breakage, device dislocation and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: when deployed, the device did not properly seated in the tube and it was removed. A second attempt was made and this time, the essure device would properly cannulate the tube. It diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisafactory positioning of the left essure micro insert with successful occlusion of left oviduct. Distal migration of the right essure microinsert. A third essure microinsert is located more superiorly in the pelvis to the left of the midline at upper sacrum. Grossly normal appearance to endometrial cavity. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, bleeding". Lot number: a04530 manufacturing date: 2012-04 expiration date: 2015-04. Lot number: a20056 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: mr received. Reporter information, patient's other relevant history, lab data and event "distal migration of the right essure microinsert / a third essure microinsert is located more superiorly in the pelvis to the left of the midline at upper sacrum" were added. We received a lot number in this case. A technical investigation was conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and device breakage ('device fracture or breakage') in an adult female patient who had essure (batch no. A04530, a20056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urine incontinence, stress incontinence, cramp in lower abdomen, dysuria and hematuria. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: when deployed, the device did not properly seated in the tube and it was removed. A second attempt was made and this time, the essure device would properly cannulate the tube. It ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, bleeding". Lot number: a04530, manufacturing date: 2012-04, expiration date: 2015-04. Lot number: a20056, manufacturing date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), device breakage ('device fracture or breakage') and device dislocation ('distal migration of the right essure microinsert / a third essure microinsert is located more superiorly in the pelvis to the left of the midline at upper sacrum') in an adult female patient who had essure (batch no. A04530, a20056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: safyral. Concurrent conditions included urine incontinence, stress incontinence, cramp in lower abdomen, dysuria, hematuria, migraine headache, menses irregular with excessive bleeding and flooding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, device breakage, device dislocation and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: when deployed, the device did not properly seated in the tube and it was removed. A second attempt was made and this time, the essure device would properly cannulate the tube. It diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisafactory positioning of the left essure micro insert with successful occlusion of left oviduct. Distal migration of the right essure microinsert. A third essure microinsert is located more superiorly in the pelvis to the left of the midline at upper sacrum. Grossly normal appearance to endometrial cavity. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, bleeding". Lot number: a04530 manufacturing date: 2012-04 expiration date: 2015-04 , lot number: a20056 manufacturing date: 2012-06 expiration date: 2015-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") and device breakage ("device fracture or breakage") in an adult female patient who had essure (batch no. A04530, a20056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urine incontinence, stress incontinence, cramp in lower abdomen, dysuria and hematuria. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: when deployed, the device did not properly seated in the tube and it was removed. A second attempt was made and this time, the essure device would properly cannulate the tube. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, bleeding". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.